Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive due to the condition of the sample. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were evident throughout the sample. The catheter terminated just distal of the 40cm depth marking. A longitudinally aligned slit was observed extending from the 5cm depth marking to the distal end of the catheter. Tactile inspection of the sample was unremarkable. Microscopic inspection of the longitudinal split revealed sharply defined finely granular surfaces. The split occurred within a longitudinal impression that appeared to be the result of the extrusion process. Shallow longitudinal scoring marks were observed at several points along the length of the catheter, occurring on the inside surface of the catheter opposite the split. Attempts to progress the longitudinal split using a metal instrument were successful, requiring little effort. The catheter wall thickness was measured at several points along the length of the sample and found to be within manufacturing specifications. While a longitudinal split was observed extending nearly the entire length of the catheter, the scoring marks on the inside surface of the catheter wall suggested that the split was intentionally extended prior to sample receipt at bard access systems. Such extension prevented examination of the reported event. Consequently this complaint is inconclusive at this time. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the doctor that on (B)(6) 2015, the patient had the catheterization, and the catheterization process was successful through the right side basilic vein with ideal catheter location. On (B)(6), the patient complained that during the tube flush, the catheterization side arm was feeling swelling and she suspected it was the phlebophlogosis. On the (B)(6), the nurse followed the doctor's order to conduct the external application of "xinhuang tablet". On the (B)(6), the patient still complained during the tube flushing and that the catheterization side arm was feeling swelling. On the (B)(6), the problem of the patient was still not solved. The tube was removed per doctor's order. After the catheter was removed, it was found that the catheter with a length of 37.5 was broken, only 6cm of it was complete, which includes 1 cm inside the body and 5 cm outside the body. On (B)(6) 2015 in the received video, the catheter appears to be in one piece but has a flattened area. On (B)(6) 2015 in the attached video, the catheter appears to be in one piece but has a flattened area.